Event description:
Reference number (B)(4). Event occurred in spain. This MDR is being submitted for an unknown number of devices in which the issue was experienced. On (B)(6) 2024, reported that patient faced infusion set tubing detachment and tubing came apart. Location of detachment at quick release. Infusion set has been used for 1 day. Sleeping led this event. No further information available.

Manufacturer narrative:
E1: patient city: (B)(6) patient country: (B)(6).